Event description:
It was reported to 3m the pt was undergoing a prostate resection and experienced a third degree burn on the upper part of the right thigh under the plate. It was reported that the burn was initially treated with a dressing, but that the pt subsequently underwent a skin graft procedure to repair the burned area.